Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Increased and decrease the brightness levels of the pump. Back light feature working properly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No low battery alarms or unexpected battery power loss noted during testing. All buttons were tested while navigating the menus, and they all worked properly. The keypad overlay was removed to perform visual inspection and found no physical or moisture damage. Thus, software was utilized and uploaded trace/history files properly. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on (B)(6) 2024 07:32:00.000 and (B)(6) 2024 05:27:00.000. No unexpected low battery alerts listed in the pump trace download. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Pump received with normal operating currents. No unexpected low battery alerts listed in the pump trace download. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. The adapt tool was utilized to search for any alarms that may have occurred in the past. During download history review no relevant alarms confirm in download history files to confirm complain code. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. Per visual inspection found moisture damage on the electronic assemblies. P-cap locked in place properly during testing. Unit received with corroded battery tube, cracked retainer, cracked keypad overlay, battery tube threads, cracked, cracked case (battery tube), keypad overlay texture damage, cracked case and scratched case. In conclusion, customer concern for e/a alarm unspecified, back light anomaly, keypad anomaly, charge/battery lasts less than expected were not confirmed. No low batt or batt out limit alarms occurred during testing found during testing. Exposed to moisture confirmed on electronic assemblies. Retainer ring damage confirmed due to cracked retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unknown error messages, back light anomaly, charge/battery lasts less than expected, keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was not performed. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. Customer reported a backlight anomaly. No harm requiring medical intervention was reported. No product return is required for mmt-1780kpk.